Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. There was no material missing. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. An energy test was performed, and it passed without issues. The probable root cause could not be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issues.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument allegedly malfunctioned during the procedure and damaged tissue. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.